Event description:
This patient was undergoing a lumbar laminectomies and discectomies (l4-5 and sacral) when the guidewire broke into the patient's bone. They were unable to take out the broken tip from the bone of the patient. Approximately 0.7 cm of the tip broke off and was retained inside the patient. The surgeon verbalized to or staff that as long as the guidewire was in the bone the patient is fine. The surgery proceeded with no further complication and patient remained stable.